Event description:
Patient's central line split or cracked and rph at the medical center called to report as uncertain if cassette contributed or not but wanted the cassette evaluated by the MFR. Note was attached that when the cassette was changed, much fluid remained event though the pump was to be infusing.